Event description:
A report was received that the patient was having to frequently charge. Premature battery depletion was confirmed and the physician has elected to replace the ipg.

Event description:
A report was received that the patient was having to frequently charge. Premature battery depletion was confirmed and the physician has elected to replace the ipg.

Manufacturer narrative:
Additional information was received that the ipg was successfully explanted and the patient is reportedly doing well. Device evaluation indicated that the ipg passed electrical, performance, photographic and visual tests performed. However, the complaint of difficulty charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate with stimulation turned off was slightly higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible.